Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. All available information was investigated and a cause for the reported single leaflet detachment attachment/slda could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This is filed to report the single leaflet detachment attachment/slda. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted; however, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Two additional clips were implanted to stabilize the slda clip. Mr was reduced to 3. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.